Event description:
It was reported that during a low anterior resection procedure, and after firing the device, staples fell into the situs. They had no correct b-form. Also, the device did not cut, (bowel did not hurt). No further information is available. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.